Manufacturer narrative:
Additional information was provided in d.3., d.10., h.3., h.6. And h.10. The used company cartridge was returned. Viscoelastic was observed in the cartridge. The tip had moderate stress. A scrape mark was observed along the bottom of the nozzle. The cartridge had evidence of placement into a handpiece; however, it did not appear to have been fully seated. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The lens was not returned. The root cause for the reported scratch could not be determined. Top coat dye stain testing was conducted with acceptable results. The cartridge had evidence it was not fully seated in the handpiece. A scrape was also observed along the bottom of the cartridge. The instructions for use (IFU) instructs to slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. If the cartridge is not fully seated this could cause the lens/plunger to be out of position or allow the cartridge to move as the plunger is advanced. The observed scrape may indicate a plunger underride occurred. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The lens will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens was scratched in delivery system and the lens remains implanted in patient's eye. In surgeons' opinion, cartridge caused or contributed to the event.